Event description:
The customer alleges that a (B)(6) female dental assistant in (B)(6), experienced a skin irritation, rash, blisters, redness, and swelling to her face from the facemasks. The assistant had to seek medical attention and was prescribed a cortisone injection and cortisone salve along with drugs.